Event description:
Ion flexision biopsy needle 21 g used during a robotics navigational bronchoscopy and biopsy. After sample put into specimen container, needle did not retract but stayed extended. No harm to pt. FDA safety report ID# (B)(4).